Event description:
The analyzer had plugged reagent metering probe that could have resulted in false pt results. A field engineer visited the site and performed maintenance on the analyzer. There was no report of pt harm as a result of this occurrence.